Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows minimal wear on the electrodes with discoloration present from a short time of activation. There are no manufacturing abnormalities visually observed with the returned wand. The wand registered on the controller and defaulted to high. When the ablate finger switch was tested, the button did not feel stuck and even heard a ¿click¿ when pressed. No electrode activation occurred. No coag activation occurred when coag finger switch pressed. The foot control was then plugged in and both ablate and coag activated on wand perfectly. At different times, multiple engineers then started clicking on the ablate finger switch to try to attempt to get the button unstuck. For only one instance, the ablate worked and stayed on after the button was released. The complaint has been verified and the root cause could not be determined with confidence. Failure analysis by engineering suggest: saline entered the interior of the handle through the annular space between the pvc suction tube and the strain relief around the suction tube. If the wand is positioned (when not in use) so there is a flow of fluid along the pvc suction tube toward the handle, the saline could enter inside the handle through that annular space. It has been suggested that the wand was stored in or near the catch pocket of the surgical drainage drape when the wand was not in use. This appears to be an isolated event and further trending will be conducted. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a subacromial decompression, after pressing the ablate button on the ifs, and then letting go, the ablate function continued to operate when the button was no longer being pressed. The procedure was completed with a backup device with no delay or patient injury reported.